Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ ii advance collection tubes, gel air bubbles were observed in an unspecified number of tubes. No patient impact reported.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ ii advance collection tubes, gel air bubbles were observed in an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-nov-2024. Investigation summary bd received (B)(4) samples and one (1) photo for investigation. Evaluation of both the customer samples and the photo showed evidence of gel air bubbles- before use. Additionally, (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.